Manufacturer narrative:
Corrected data: section e1, initial reporter email of the initial medwatch report indicates: unknown. Section e1, initial reporter email of the initial medwatch report should indicate: (B)(6). Additional manufacturrer narrative: new information has been received from the customer related to the patient involvement on this event. Sections a and b have been updated. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker did not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A clinical review was completed and the device use did not contribute to the patient's outcome. A review of the patient¿s electronic data revealed that an effective therapy was delivered at device time 19:43:49. The patient was not in a shockable rhythm for the remainder of the record. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not analyse rhythm after the first analysis. As a result, defibrillation would not be available, if needed. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device would not analyse rhythm after the first analysis. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device would not analyse rhythm after the first analysis. As a result, defibrillation would not be available, if needed. The patient associated with the reported event did not survive. The health care provider was not able to confirm if the device use contributed to the patient outcome.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and it was observed that the device intermittently wouldn't recognized electrodes. The customer was provided with a replacement device. The device was returned to stryker product analysis center (pac) for further investigation. The pac technician could not verify or duplicate the reported issue. The device has been extensively tested and no problem has been found. No service codes stored and no evidence found in device logs of potential device malfunctions. The observed intermittent electrode / qc-therapy recognition issue observed during evaluation by the sryker service representative was found to be multiple impedance measurements outside the range of 10 to 300 ohms, which is indicative for a poor connection to a patient simulator/analyzer. If the detected impedance is outside this range, the device prompts to check the electrode pads and connector, which is normal device behavior. Based on the available information and evaluation results there is no evidence of a device malfunction. The pac technician observed that the lid magnet was not properly held in place anymore due to a broken off retaining clip and one bent/stretched magnet retaining clip. The root cause of the damage to the lid which caused the magnet to become poorly seated is due to damage to the magnet retaining clips, therefore user error. The device was archived by stryker maastricht.